Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On july 4, 2019, it was reported that the device had an unknown repair issue. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii by zimmer biomet (B)(4) on july 30, 2019 revealed that the device would not mesh properly due to deterioration to the blade and wear to the side plates. There was also damaged to the roller shaft. Repair of the meshgraft ii was performed by zimmer biomet (B)(4) on july 30, 2019 which included replacement of the cutter, side plates, and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the meshgraft ii would not mesh properly due to damage to the blade, side plates, and roller shaft, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the cutter, side plates, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the meshgraft had an unknown repair issue. The event occurred during kit inspection; therefore, there was no patient involvement. No adverse events were reported as a result of this malfunction.